Event description:
It was reported that the catheter would not undeploy and was difficult to withdraw. During an pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. At the conclusion of the case, the physician experienced an inability to fully undeploy the catheter even with the slider handle being pushed completely forward. The catheter remained in a small basket configuration. The physician was able to get the catheter back inside of the sheath, however, this required more force than normal to do so. The procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. A guidewire was successfully inserted through the catheter with no unusual resistance felt. During deployment and undeployment testing, there was difficulty undeploying the catheter completely. Dissection of the catheter found an accumulation of corrugated below, which constricted the guidewire lumen resulting in the inability to undeploy the catheter. The reported event of difficulty withdrawing the catheter was not confirmed. However, the reported failure to undeploy event was confirmed. B3: date of event - updated. E1: initial reporter first name, initial reporter last name - updated.

Manufacturer narrative:
B3: date of event - estimated as 01nov2024 as the date of event is unknown and the event was reported on 01nov2024.

Event description:
It was reported that the catheter would not undeploy and was difficult to withdraw. During an pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. At the conclusion of the case, the physician experienced an inability to fully undeploy the catheter even with the slider handle being pushed completely forward. The catheter remained in a small basket configuration. The physician was able to get the catheter back inside of the sheath, however, this required more force than normal to do so. The procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.